Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation, upon removal of a 4.00x20mm promus premier drug-eluting stent (des) from the hoop, it was noted that the stent was lifted off of the balloon. The device was not used and the procedure was completed with another 4.00x20mm promus premier des. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. Promus premier, mr, us 4.0x20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damaged with struts in the centre distorted and slightly stretched and raised. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The review of the associated batch records for this device showed; the maximum crimped stent profile measured was within specification. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) is within specification. Based on the specified stent protector profile and the max crimped stent profile for this device shows there is no issues to note with the interaction between the two components. The specified stent protector for the crimped stent covers the balloon and coated crimped stent and provides protection during shipping and handling. Visual standard and promus packaging specification states that the stent protector must remain over the distal tip and crimped stent. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device. A visual and tactile examination found several severe hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several kinks along the inner/outer shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed signs of damage. The type of damage evident may have occurred due to handling the device after the stent protector was removed. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
During preparation, upon removal of a 4.00x20mm promus premier drug-eluting stent (des) from the hoop, it was noted that the stent was lifted off of the balloon. The device was not used and the procedure was completed with another 4.00x20mm promus premier des. No patient complications were reported.